Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was returned to olympus medical systems corp. (Omsc) for the evaluation. At the incoming inspection for the investigation, omsc checked the subject device but could not duplicate the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based upon the investigation result and the user report, omsc surmised that the reported phenomenon occurred due to the electrical contact failure between the subject device and scope by the incomplete connection with or foreign matter adhering on the endoscope. The instruction manual of the subject device stated so. Or it might had occurred a temporally failure due to the deterioration of the components inside the subject device. Since there was no abnormality from the investigation, omsc determined that it was no problem of the subject device.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was disappeared and the error e216 which indicated there was the communication problem between the subject device and the endoscope was displayed about one hour after start of the unspecified therapeutic procedure. The user reconnected the subject device and the endoscope, and restarted the subject device. But the issue was could not be solved. The user changed to another endoscope and completed the procedure. There was no patient injury associated with this report.